Event description:
During or after priming a patient's medication, nurses observed leakage caused by a broken tube. In most cases, the tubing either snapped while inserted in the alaris pump or the ends of the tubing were found to be cracked.